Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had multiple pump errors. The customer¿s blood glucose level was 10.8 mmol/l. The customer stated that they had multiple pump errors (the motor arm cannot communicate with the main arm, the critical block and inverse critical block did not add to zero and hardware low level failures) on the insulin pump. It was reported that they had performed the self-test and didn't pass the test. The customer was advised that the pump will need to be replaced. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected critical block error alarm or motor arm error alarms during testing however, critical block error alarm and motor arm error alarm are found in the formatted history file due to a software error. Hardware error alarm confirmed in the insulin pump history due to broken trace on keypad assembly. Battery power error due to a connector resistance issue.